Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the ins was not charging past 60% the past few charged. It was stated that the ins stopped working on (B)(6) 2024. The rep instructed to take the lithium battery out of the ins and put back in to reset patient controller. Also ensure, not charging against any object that would prevent ins ventilating and overheating. The rep referred patient to patient service for further technical assistance and possible replacement of recharging paddle. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that they spoke with the patient. Patient states his special needs son in october started having health problems. He was hospitalized and later passed due to congestive heart failure. He has been grieving and not been dealing with his scs system at all. He is now ready to address the problems with his scs. He asked for patient services number again. Number was provided and instructed patient to call me if he needs to meet for assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they were having issues charging their implant and the issue began in the first part of october. Patient stated that it had been off and on not working for about 4 or 5 months and they kept working with it and now it wouldn't charge at all. Patient noted that they reset the controller and it would be right on and everything else but it would not charge the implant and would say cannot find device. Patient mentioned that they spoke with a manufacturer rep who told them to call in for help. Patient noted that they tried everything and also added that they wish they had went with the battery without the outside battery. During the call agent walked patient through a controller reset; patient confirmed controller powered on. Agent had patient inspect the recharger for any visible damage; patient saw no visible damage to the recharger. Patient then connected the recharger and confirmed recharging excellent with the controller battery at 30% and the implant battery at 10% or less. The troubleshooting steps that were taken on the call resolved the issue.